Event description:
A pt was not able to get a reading on the meter. The issue was test does not start after applying the blood on the test strip. Pt needed up to 5 test strips till pt got a result. After a while, the test did not start at all. Pt was given a new one touch ultra meter and used test strips from the same vial and used it for this meter. They worked fine on the one touch ultra meter. This issue was not resolved with troubleshooting. Pt was unable to do a control solution test on the meter either. Pt also reported that in 2003, pt had low symptoms and tried testing on the induo meter. Pt needed 5 test strips and finally got a result of 2.3 mmol/l (pt symptoms matched the reading). Pt took some dextrose and felt better. Pt was unable to read the serial number on the back of the meter. This case is reported as a meter malfunction because a recurrence of this malfunction would be likely to cause or contribute to a serious injury. No further info has been reported.